Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
Related MFR # 2916596-2024-01082. It was reported that during pump prep, prior to implantation, the heartmate 3 pump was confirmed to be off by the system monitor when the heartmate 3 pump was taken out of saline. Once on the table, there was a brief power spike of 20.1 watts after which it returned to a baseline of 0.9 watts. The device was on extended silence; however, there was still an audible alarm as though the power module had been unplugged from wall power. There was an intermittent beeping sound for a brief period while the power was elevated. The "css" team tested the heartmate 3 pump in saline two more times after the event, with no further complications. However, after talking to the abbott engineering team, the abbott engineering team and the clinical determined it would be safer for the patient if the device was not used. The "css" team opened the backup heartmate 3 pump with no further complications.

Manufacturer narrative:
D1: brand name: corrected. D4: catalog number and UDI: corrected. Manufacturer's investigation conclusion: the reported event of extended silence being on but there still being an alarm was unable to be confirmed. The downloaded event log file was reviewed. The log file captured the silence alarm button being pressed on 01jan2000 at 0:00:06, 0:00:10, 0:12:10, and 0:12:42. During those events, controller not set, backup battery not installed, low speed advisory, low flow, and left ventricular assist device (lvad) off alarms were active. Per design input requirements, heartmate iii controller, "the extended silence must be canceled when the controller alarm silence button is pressed¿. The heartmate 3 system controller (s/n: (B)(6)) was returned for analysis. The system controller passed functional testing and successfully operated in a mock circulatory loop for extended operation without any issues or atypical alarms produced. The extended silence and silence alarm button worked as intended throughout testing. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The root cause for the reported event was unable to be conclusively determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. Heartmate 3 patient handbook section 5, entitled ¿alarms and troubleshooting¿, and heartmate 3 instructions for use section 7, entitled ¿alarms and troubleshooting¿, cover all alarms (visual and audible) and the actions to take if the alarms cannot be resolved. Heartmate 3 instructions for use section 5, entitled ¿surgical procedures¿, describes how to prepare, run, and prime the left ventricular assist device (lvad). It is stated that if the pump does not operate properly, do not implant it. Utilize the backup heartmate 3 lvad in its place. The patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.